Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was implanting a 9x55mm viper fenestrated screw into the left sided l4 pedicle and when the screw was about half-way implanted the tip of the screw driver (2792-12-400) broke inside the head of the screw. Dr. (B)(6) could not remove the fragment, or advance/remove the screw from the pedicle. He proceeded to attempt to remove the screw and after many attempts and 45 minutes later the screw was removed. He implanted a 8x55mm screw in its place successfully and proceeded with the rest of the surgery. There was not harm to the patent. Was surgery delayed due to the reported event?: yes. If yes, number of minutes: 45 -60. Action taken when event occurred?: removed the implant and placed a new one. Was procedure successfully completed?: yes. Were fragments generated?: yes. If yes, were they removed easily without additional intervention?: no. If no, explain: it took 45-60 minutes to remove the fragment from the screwdriver. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Is the patient part of a clinical study: unknown. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the microscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s tip was not returned. The fracture analysis report reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fracture tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.